Manufacturer narrative:
There are no allegations of system or device failure and no indications of the presence of infection. The physician elected to explant the system out of caution as he had stated to a nalu representative that the patient is susceptible to infections. After the explant the patient was allowed several weeks to fully heal and has subsequently been re-implanted with another nalu peripheral nerve stimulator system. Migration of implanted leads is a known inherent risk of implantable neuromodulation systems and there does not appear to be any device failure or misuse.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on 06sep2023 targeting the superior genicular nerve to treat knee pain. During a follow up visit with the physician it was noted that one of the implanted leads had migrated toward the surface of the skin and was exposed. Physician expressed concerns with potential infections if multiple procedures were performed and stated best plan for this particular patient would be total explant, allow for full healing, then proceed with re-implant at a later date. Per physician, patient had previously had a total knee replacement and was noted to be susceptible to infection. Full system explant was performed on 15sep2023 with no reported complications.